Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the dacron cuff would not screw onto the connection. Additional information: a new kit was used to complete the procedure. There was a delay in the procedure but there was no reported patient harm. They were reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The customer report of an insecure connector/catheter body connection was confirmed by visual inspection of the customer supplied photo and videos. The customer provided one photo and two videos for analysis. The videos show the customer attempting to thread the compression cap over the hub connection assembly. Difficulty can be observed fully threading the compression cap, however, no conclusions as to the cause of the difficulty can be made from the videos alone. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." A device history record review performed identified a finding for which the relevance could not be determined without the device sample to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the dacron cuff would not screw onto the connection. Additional information: a new kit was used to complete the procedure. There was a delay in the procedure but there was no reported patient harm. They were reported as fine post the procedure.